Event description:
Reported by attorney. Pt's pelvic mesh protruded into her vaginal wall causing severe and constant pain, difficulty walking, bending and sitting, continued incontinence, weight gain, depression and anxiety and painful intercourse. After the implant was removed, pt continues to suffer from pain when she is standing, walking and sitting for long periods. She suffers from constant pelvic pain and incontinence.